Event description:
Review of cta¿s from 3 years post-implant revealed that the bifurcate was currently positioned just below the renal arteries; the ipsilateral limb was placed into the right common iliac and the contralateral limb into the left common iliac artery. There was minimal stent graft distal fixation within both iliac arteries, and a distal type I endoleak was seen bilaterally. Both iliac arteries were moderately tortuous. The distal stent graft diameters each measured 17mm with no sent graft apposition to the vessel, and there appeared to be less than 1cm of distal seal length. The maximum diameter aaa measured 7.5cm; both limbs were patent. The cause of the bilateral type ib endoleak is uncertain. Earlier post-implant films were not provided and the amount of distal seal length at implant is unknown. This may have been due to stent graft limb migration leading to a lack of distal sealing, possibly due to disease progression and/or morphology changes.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69x63 mm abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and distally it was 26-32 mm. The common iliac arteries were 13 mm in diameter bilaterally. The minimum diameter of the right external iliac was 11 mm and the left was 9 mm. The length of the rcia was <(><<)>20 mm and the left was 30 mm. It was reported that both distal stent grafts were found to have migrated into the aneurysm and type ib endoleaks were present. Four days later another manufacturer¿s iliac occluder was implanted in the right internal iliac artery. A bypass surgery between the left internal iliac artery and the left external iliac artery was performed followed by implant of a 16/13/124 endurant on the right distal end and a16/13/93 endurant on the left and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. The physician commented the event might have been caused by insufficient fixation of distal sites.

Manufacturer narrative:
(B)(4).